Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15881. Related manufacturer reference number: 2017865-2021-15882. It was reported that the patient presented to the hospital for follow up after receiving an inappropriate shock from the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Device interrogation revealed noise and high out of range impedance on the atrial and rv lead. The atrial lead was programmed off. The physician elected to explant and replace the rv lead, however the noise was still present so the physician explanted and replaced the ICD as well. Interrogation performed during the procedure found that the atrial lead was normal so it remains implanted and is in use. The patient is recovering post procedure.